Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test due to moisture damage noted in force sensor resistor. The insulin pump passed displacement and basic occlusion test. The insulin pump was unable to perform occlusion and excessive no delivery alarm test due to prime anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 24 mmol/l at the time of incident. The customer's blood glucose was 15 mmol/l at the time of call. The customer stated that they treated the high blood glucose. The customer performed high pressure test and the insulin pump passed. The customer stated that they changed the infusion set and reservoir several times. The customer stated that they rotate insertion sites. The insulin pump will be returned for analysis.